Event description:
Surgeon had one problem on the tibial side, which looked like a localized wound infection, but ended up being a sterile abscess. The pt was re-operated on 8 weeks after the original acl reconstruction. The surgeon excised the edge of the wound and followed a track, which led to the graft. The tunnel was completely empty; there was no screw there at all. Tunnel end had sealed over apart from the track. The graft was fine. There were no signs of an infection and the inflammatory markers were not raised. The pt is now 4 months post-op. The wound is ok and the knee is stable.

Manufacturer narrative:
No product is being returned for eval. No conclusion could be made for the reported pt's condition.